Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was applied in a patient who also received a vascular graft. During follow-up, the surgeon found fluid retention in the area surrounding the vascular graft. Additionally, the patient complained of pain. The patient was admitted to the hospital but recovered over time and was subsequently discharged. The surgeon was unable to determine the cause of this event.

Manufacturer narrative:
According to the report, the patient presented with fluid retention and pain in the area of the vascular graft during a follow-up appointment. The initial procedure involved the use of bioglue (lot unknown) with a triplex graft. The patient was admitted to the hospital and was discharged when he recovered. The surgeon is unsure whether bioglue, the triplex graft, or other factors contributed to the reported event. There is nothing to suggest that bioglue or the combination of bioglue and the triplex graft contributed to the reported event. The reported event represents general post-operative events that are not unexpected after major surgery.